Event description:
During a lead implant procedure, the patient began to suffer from respiratory arrest and tachycardia due to a non-patent airway. The patient was resuscitated and the air way restored. The surgeon decided to abort the procedure after adequate pain coverage could not be achieved.

Manufacturer narrative:
The explanted products were kept by the medical facility and will not be returned for evaluation.